Manufacturer narrative:
Doctor explanted the device and noticed that it had fibrosis through the medpor. He flushed the tube and it worked. The doctor replaced the explanted device with an fp7. The patient's iop was 7mmhg on day 1 and the doctor had a positive prognosis. The doctor indicated that the device was sent for pathology testing and was unable to retrieve the device. The DHR for the lot number reported was evaluated and no issues were observed. The product was manufactured, inspected, sterilized and released in compliance with our manufacturing procedures. Without a sample available we are unable to determine why the valve stopped working after being implanted.

Event description:
Three weeks after m4 surgery iop was in 30's. Doctor explanted the device and noticed that it had fibrosis through the medpor. He flushed the tube and it worked. The doctor replaced the explanted device with an agv-fp7. The patient's iop was 7mmhg on day 1 and the doctor had a positive prognosis. Doctor indicated that the device was already sent for pathology testing. As of yet, doctor was unable to retrieve the device.